Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014. Patient reset the device and it resolved the issue. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).